Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that there were air bubbles in the filtration chamber. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015414 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 as lvp bld180m 15d dehp sets had air bubbles form in them during the priming process. The following information was provided by the initial reporter: "rn attempted to prime blood tubing with 0.9% ns.when priming line, rn noticed bubble of air in the filtration chamber. After much unsuccessful manipulation, rn changed tubing. Second attempt tubing also had air bubble in the filter. After some manipulation rn was able to properly prime tubing, blood was hung without issue. Rn advised hs of this issue. Rn & hs trailed priming blood tubing together in med room to investigate user error vs faulty batch. Air bubble in filter present a 3rd time."